Event description:
Reporter alleged the patient received a discrepant blood glucose result of 241 mg/dl on the inform system compared back to back with a result of 127 mg/dl on the inform system when testing was performed within 10 minutes. Reporter alleged the patient received an additional comparison on another day of hi (greater than 600 mg/dl) back to back with a result of 123 mg/dl on the inform system when testing was performed within 10 minutes. Reporter indicated that the tests were from a line draw and she believes there was some contamination in the blood sample. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.